Event description:
The initial complaint was reviewed, and the viper prime cfxfn xtb 6x45mm s was found to be not reportable. After receipt of additional information, it was clarified that the screws became damaged when docked onto the bone intraoperatively and became blunt, so would not advance. Fresh screws were optioned and worked well.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: kwp and kwq. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1: (B)(6) united kingdom. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that both screws would not position correctly on the anatomy and were unable to reach the desired depth. They were subsequently removed. This report is for one (1) viper prime cfxfn xtb 6x45mm s. This is report 2 of 2 for complaint (B)(4).